Event description:
The customer observed imprecise quality control and pt results on multiple dates in february using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A corrected report was issued for a single pt during the investigation. There were no allegations of harm. (B) (4).

Manufacturer narrative:
The investigation determined that the tubing on the immunowash fluid metering subsystem was improperly installed. Ocd field service investigated and made necessary repairs, returning the vitros 5,1 to expected operation. The root cause of the imprecise phyt results is instrument related.